Event description:
It was reported that the patient that is enrolled in the a4080 essential tremor registry clinical study experienced an event of perifocal oedema around the lead site which was moderate in severity. The patient was given medication and hospitalized and the event is resolving. The serious event was assessed as having a probable relationship to the procedure, device and stimulation. The devices will not be returned as they remain implanted. Additional information was received that the event resolved.

Manufacturer narrative:
E1: initial reporter phone:(B)(6). Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202300. Model: db2220-30. Serial: (B)(6). Batch: 7080565.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202300. Model: db2220-30. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient that is enrolled in the a4080 essential tremor registry clinical study experienced an event of perifocal oedema around the lead site which was moderate in severity. The patient was given medication and hospitalized and the event is resolving. The serious event was assessed as having a probable relationship to the procedure, device and stimulation. The devices will not be returned as they remain implanted.